Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The lesion was located in a severely calcified and severely tortuous right coronary artery (rca). It is noted that the lesion was predilated with a 3.0 x 12 mm voyager balloon. No pt injuries or complications were reported. However, the returned product confirmed that there was stent damage.